Manufacturer narrative:
Continued h6: health effect - impact code: f2203 - imaging required. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed in the device. Migration: unable to observe since it is a medical event and is not related to the device. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Wrinkling: not observed in the device. Additional observations: wear abrasion is observed. Creases are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture, pain, "wavy contours," and "hardening." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture, pain, "wavy contours," and "hardening." The device has been explanted.